Event description:
It was reported that during the implant procedure, the lead was positioned and fixated using clockwise rotations. However, there were poor measurements so it was decided to reposition the lead. The lead was unscrewed using anti-clockwise rotations. Fluoroscopy image was magnified and the angle of the helix could be seen which suggested that the helix had unscrewed from the myocardium. However, the lead would not move and appeared to still be fixed. Anti-clockwise rotations were performed repeatedly ensuring torque had transferred to the tip, however the lead was still fixated. A small amount of force was used and the lead came back. On inspection of the lead, there appeared to be a small amount of cardiac tissue. It was determined to be a strand of fibrous tissue and not myocardium. It was decided to implant a different lead with no issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and the helix of the lead was extrinsically bent. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.